Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently shutdown. The customer experienced elevated blood glucose (bg) of 525-575 mg/dl and ketones identified as dangerous by a healthcare professional. Customer attempted to self treat elevated bg by drinking water, manual injections, and bolus through the pump. The customer was taken via ambulance to the emergency room and was subsequently admitted to the intensive care unit (ICU) where they were treated with intravenous fluids of saline and insulin. The customer was released from the hospital with no permanent damage. A replacement was sent to the customer to resolve the issue.